Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had insulin on board and let the pump battery fully deplete and shut off. Subsequently, the customer turned the pump on but did not notice that the insulin on board reading had reset to 0 (per normal storage mode behavior). The customer requested a bolus without considering current insulin on board. Reportedly the customer had overestimated the amount of insulin needed and subsequently customer's blood glucose (bg) level decreased to 52 mg/dl. Juice was consumed to resolve bg level.